Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the pulse generator was interrogated and exhibited rf telemetry anomaly. The device was not used. No patient was involved in this event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.